Event description:
It was reported that the device had been turning on intermittently when it was turned off with the magnet. During the intermittent stimulation the pt experienced alternate legs stimulation. In one instance, the stimulation did not turn on after it was turned off with the magnet a month ago. Also the device was turning on by itself when the pt turned if off at nights. Follow-up indicated recurrence of the problem has been reduced. The pt will continue to use the programmer only for operation. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.